Event description:
Observation of the plastic particulate was verified. The needle used to inject into the port was inserted at an angle, which allowed the needle to scrape the inside ofs the port and push out the plastic particulate that was observed in the burette IV set.